Event description:
Customer received a blood glucose result of 228mg/dl about 11pm. The customer was taken to the hosp about 11:30. At the hosp the customers blood glucose was 50mg/dl. An IV was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.